Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/02/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing duplicated the dim pink /faded display screen. Open pump to take away a bad display screen to complete a test with knew good display screen, the good display screen is showing a strong clear contrast.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was dim and difficult to read in the light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.